Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: during preparation for the surgery, the surgeon found orange scraps (coating) that had come off the device. No pt injury was reported.